Manufacturer narrative:
It was reported that the contrast mixture used was 1(physiological saline):1.5(contrast). It should be noted that the xience xpedition instructions for use (IFU) states: ¿contrast diluted 1:1 with heparinized normal saline.¿ in this case, it is unknown if the IFU deviation(s) directly caused or contributed to the reported event. Additionally, it was reported that the balloon was inflated to 10 atmospheres. It should be noted that the xience xpedition IFU states: the nominal pressure is 11 atm. In this case, it is unknown if the IFU deviation(s) directly caused or contributed to the reported event. H6 correction: health effect - impact code 4641 added. H6: medical device problem code 2017 added - contrast incorrect and failure to follow steps / instructions (nominal pressure).

Event description:
Subsequently, after the report was filed it was noted that the contrast mixed ration was 1 saline to 1.5 contrast. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. A conclusive cause for the reported difficulties cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. It was reported that after stent implantation, the balloon failed to deflate. Factors that may contribute to a failure to deflate include, but are not limited to, contrast mixture, contamination in the inflation lumen, damage to the inflation lumen, deflation technique, and/or loose connection with the indeflator. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported failure to deflate. Additionally, it was reported that difficulty was encountered during removal. A balloon that has failed to deflate would impact the stent delivery system¿s (sds) maneuverability, likely contributing to the reported difficult during removal. Manipulation of the sds, when resistance was encountered, likely contributed to the reported material separation. The separated portion of the sds was removed vial surgical intervention. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a right coronary artery. The 3.5x48mm xience xpedition stent was deployed at 10 atmospheres; however, after deployment the balloon would not deflate. After multiple attempts to deflate, the hypotube was separated into two separate pieces when attempting to remove as resistance was felt with delivery system of the xience xpedition. Three non-abbott guide wires were attempted to be advanced to the stent balloon but failed. Followed by a 1.5x15mm non-abbott balloon dilatations but were not successful in removing the stent balloon. The balloon would not deflate, and the patient was transferred for surgical intervention to remove the balloon from the stent. Bypass surgery was performed, the balloon was removed, and the stent remained implanted. Clinically significant delay was noted. No additional information was provided.